Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not feed properly. The jaws would not pass the trocar, thus preventing the clips from feeding into the jaws properly and forming "j" clips. A new device was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.